Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a cystectomy, after sealing, the device could not be reopened while applied to tissue. Thick tissue was being grasped. It is not known how the device was removed from the pt issue. There was no tissue damage, and no injury to the pt. Another device was opened and used to complete the procedure.